Event description:
Pt uses a minimed insulin pump. Pt used an infusion set called the quick set plus and the catheters on these new quick sets are not working properly. Pt put the infusion set in on tuesday evening and wednesday morning when pt work up, pt had a sugar of 350. Pt could not breathe and called their dr, who told them to go to the ER, their sugar was too high. Pt went to the ER and they let them go home that afternoon. Pt changed the infusion set when pt got home and put a new one in. When pt pulled the old one out the catheter was bent, so pt was not getting their very important medicine. Pt changed the infusion set and checked their sugar an hour later and it was 366, pt gave a bolus of insulin to cover that high sugar and their next blood sugar test was 384. Again pt changed the infusion set to a new one and their sugar came down a little. Pt thought that this infusion set was a good one and their sugar continued to drop. Then the next afternoon at 5 pm, their sugar was back up to 371. The infusion set, is not delivering the insulin properly. Pt called minimed and they sent them 2 different infusion sets to try. Pt wanted to change out the box of these quick set plus infusion sets that are bad and minimed told them that because pt got these from an outside distributor, they won't change them out for them.